Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited low sensing and failure to sense. The ra lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to sense were not confirmed. A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.